Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and multicompartmental knee (mck) implants on (B)(6) 2012. On (B)(6) 2016, the patient underwent surgery for a revision to change the femoral component to a 4 left medial and also change the insert to a 6x10mm.

Manufacturer narrative:
Reported event: an event regarding a failed reamer verification checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: not performed as the device being inspected is software. Rio serial number not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed. Per mps, the hard drive was replaced and no session data was provided. Session files were not provided for evaluation.

Event description:
A surgeon previously performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and multicompartmental knee (mck) implants on (B)(6) 2012. On (B)(6) 2016, the patient underwent surgery for a revision to change the femoral component to a 4 left medial and also change the insert to a 6x10mm.